Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage at the luer connector although the blue luer cap was tightly connected. The set was filled with 5-fluorouracil and 0.9% normal saline to a total fill volume of 240ml. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video and photograph of the sample was provided for evaluation. A visual inspection was performed to the video and photograph which observed leak from the blue winged cap. The reported condition was verified. The most probable cause of the condition is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.